Manufacturer narrative:
Section d3 - manufacturer information: updated section g1 - contact office (and manufacturing site for devices) or compounding outsourcing facility: updated . No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: the red/white wire was observed to be broken. The reported event of the system controller not being able to communicate with the system monitor was confirmed via analysis of the returned system controller. The reported event of fluid ingress was confirmed via analysis of the returned system controller. The returned system controller (serial number: (B)(6)) was connected to a test system monitor and test power module and communication could not be established. The integrity of the wires in the controller¿s white power cable were evaluated, revealing that the data transmission wire was electrically open. The outer jacket and underlying layers were then removed from the white power cable to inspect the wires, revealing that the protective layers and wires were coated in a green fluid substance consistent with fluid ingress. Further evaluation of the controller¿s white power cable revealed that the data transmission wire was broken, causing the loss of communication between the controller and the system monitor. The observed damage and communication issue did not affect the controller¿s ability to operate a test pump at the set speed. The system controller power cables were replaced with known working power cables and the communication issue with the system monitor resolved. A log file was then downloaded from the system controller. After replacing the power cables, the controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The downloaded log file contained approximately 2 days of relevant data. (30oct2023 ¿ 01nov2023 per the timestamp). The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue throughout the log file while the driveline was connected. The communication issues between the system controller and system monitor was determined to be caused by a break in the data transmission wire on the white power cable. Although not conclusively determined, the observed underlying wire damage may have been associated with repetitive bending of the power cables during use over time. The root cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08oct2020. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3; event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was seen in an outside transplant center (otc) estimated to be on 01oct2023. The otc could not get the system controller data to communicate on this visit, however they did not troubleshoot the issue and did not inform the clinic. The patient was seen in the clinic for their 3-year appointment on (B)(6) 2023. The patient was plugged into a power module that was attached to the system monitor. The system monitor initially showed no data. They then switched to the heartmate touch (hmt) system using the bluetooth adapter. The hmt system continued searching for the connection while the white cable was connected. The system controller was then exchanged for a backup controller and data was now shown on the hmt. Additionally, it was reported that upon further investigation, there seemed to be some type of green corrosive material on the white cable towards the connection piece and before the white cable bend relief on the controller. No alarms were noted.